Event description:
It has been reported to philips that, the wireless footpedal was not working, during a procedure. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
The complaint is a duplicate of tw (B)(4) (3003768277-2021-10038) and this complaint will be closed as duplicate. The investigation will be addressed in tw (B)(4).

Event description:
It has been reported to philips that, the wireless footpedal was not working, during a procedure. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.